Manufacturer narrative:
Results: no operative notes or info leading up to the event was provided. Inherent risk of procedure- endoleak, migration. Conclusion: lack of info- no operative notes or info leading up to the event was provided.

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 1 endoleak and migration of the aneurx stent graft, which was treated with a talent aorto-uni-iliac device approx 2 years ago. No add'l info was provided and the pt outcome was not reported.